Manufacturer narrative:
G2: citation: authors: garcía lf, moreno n, arroyo f, bautista c, cabrera-vargas lf, lozada-martinez ID.. Endovascular approach for non-thrombotic pulmonary embolism due to metal coil migration after treatment of pelvic varicose vein.. Cirugía cardiovascular 29(5), 295¿297. 2022. Https://doi.org/10.1016/j.circv.2022.02. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
García lf, moreno n, arroyo f, bautista c, cabrera-vargas lf, lozada-martinez ID. Endovascular approach for non-thrombotic pulmonary embolism due to metal coil migration after treatment of pelvic varicose vein. Cirugía cardiovascular. 2022;29(5):295-297. Doi:10.10 16/j.circv.2022.02.004 medtronic literature review found a report of concerto coil migration post pelvic varicose vein treatment. The purpose of this article was to discuss the rare occurrence of non-thrombotic pulmonary embolism due to coil migration. The authors reviewed 1 case of a patient treated for non-thrombotic pulmonary embolism using an endovascular approach to remove the migrated coil. The patient was a 53 year old female with a history of congestive pelvic syndrome due to pelvic varicose veins. Thirty days post pelvic vein embolization the patient presented to the emergency room with complaints of chest pain. The computed tomography (CT) showed the migrated coil in the right lower lobe of her lungs. The physician successfully removed the coil with an endovascular approach.